Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a communication issue. The field service engineer stated that there was no defect found in the device after inspection and device is functioning normally. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a communication issue. The customer stated that the device was not detected on bus, causing a delay in dispensing medications to the patient. The customer rebooted twice and the recovery drawer for auxiliary 1 but still system says no bus detected and needs technician maintenance. There were no adverse events or injuries reported based on this event.